Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation an oil-like substance was found on the device. There was no patient involvement at the manufacturer during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. A follow-up report will be submitted after the quality investigation has been completed.